Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had delivery anomaly. The customer's spouse stated that the insulin pump was not delivering insulin. The customer's spouse also reported that the insulin pump gave too much insulin when trying to bolus. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No bolus anomaly noted during our testing. All operating currents tested within the specification range and passed off no power test. The insulin pump passed the displacement accuracy test. The insulin pump was received with broken reservoir tube lip, cracked case near the display window corners, cracked on display window and minor scratches on the display window noted.